Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens tore during insertion into the eye. Lens was removed with no patient injury. No widen incision and no suture required. Another same model and size lens was implanted.